Event description:
The patient required a chest tube and the procedure was performed at beside. Post-procedure during instrument count and inspection it was found that the left tip of the hemostat was missing. A chest x-ray was performed and tip was visualized over the right heart border in the lower right hemithorax. The patient was scheduled for surgical removal, however, his condition continued to deteriorate due to his lung cancer(ca). He was made comfort care and expired - surgery was cancelled.